Event description:
It was reported that a patient presented in-clinic with signal artifact and low pacing impedance noted on the patient's right ventricular lead. Surgical intervention was planned to address the issue. The patient was stable throughout.